Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2019. The patient's mother stated the patient experienced a itchiness, rash and redness under the sensor and around the sensor wire. Upon sensor removal, it was observed that the area was infected. Patient was taken to the hospital on (B)(6) 2019, where an antibiotic cream was prescribed to treat the infection. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The root cause could not be determined. No additional event or patient information is available.